Event description:
A representative from the reseller reported on (B)(6) 2021 that when trig results were sent from the cobas analyzer to instrument manager (im), a rule in im did not consistently flag the ldlcalc = 'tnp' (test not performed), rather the rule ran the calculation which generated erroneous results that were sent to the laboratory information system (lis). The investigation found that one erroneous result was not corrected before it was reported to the doctor. Data innovations received a response from the reseller that the customer has not yet identified any patient harm but investigation is still underway. The investigation has not yet determined if this is a malfunction of the instrument manager software and is ongoing at the time of this report.